Event description:
Customer reported that physicians were questioning the access free t4 (thyroxine) and access hypersensitive htsh (human thyroid-stimulating hormone) test results. These results were obtained using an access 2 immunoassay system. Physicians questioned the results as being "too low." Results were reported out of the laboratory. The initial tests were not repeated by the laboratory. There is no evidence that the initial results were erroneous. If the initial results were erroneously low, then pt management could have been affected as adjustments to the dosages of thyroid medication were made based on the test results. There were no confirmed reports of adverse events associated with these test results. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
On (B)(4) 2010, beckman coulter inc. (Bci) representative spoke to the customer regarding the event. After review of the hard copy data and archive data file, bci representative was unable to find repeat testing of free t4 and tsh values that were "low." The bci representative asked the customer if any of the questionable results were rerun to verify the low value or to determine if the values obtained were truly erroneous. The customer stated that they have not. The customer is only reporting the feedback she is getting from the clinicians. There is no indication in any of the supplied data that supports these low results as being erroneous. The customer has had service on-site and stated that since that visit, there have been fewer results in the low category, however, she has not been able to run many samples. The customer is satisfied with assay performance at this time and will continue to monitor her thyroid testing. Customer has not established normal ranges using local population. Customer used the reference ranges provided by bci. Service information was not available. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.